Manufacturer narrative:
11/11/1997-supplemental report #1 sent to FDA.

Event description:
The device was used during a gastric bypass procedure. Reportedly, the instrument was difficult to open resulting in tissue loss. The surgeon used another instrument to complete the procedure. The hosp has reported the pt's condition as satisfactory.